Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they recently had an overdose the next day after their surgery, and they were almost not taken to the hospital and it ¿almost cost their life¿.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the intrathecal catheter was revised with a catheter segment replaced for being compromised as the catheter had a leak. The patient's dose was decreased after surgery but they still experienced overdose. The patient was admitted back to the hospital for intrathecal (it) does reduction and to stabilize symptoms.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2014 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.